Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump had corroded battery tube and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was off the insulin pump for 6 months. The insulin pump would not turn on and there was corrosion on the battery cap. Customer's blood glucose level was 452 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.